Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 406,210,489, 395mg/dl. Customer stated that they high blood glucose treated with manual injection and then blood glucose level was 66mg/dl. Customer again treated with carbs and then blood glucose level was 136mg/dl. Troubleshooting was performed for high as well as low blood glucose level. The product was not returned for analysis.